Event description:
Procedure: seps. Reportedly, the plastic tip of the device pad broke off. The broken piece was recovered soon after and then thrown away. The procedure was delayed approximately twenty minutes, however, there was no indication of any tissue damaged due to this and no patient injury was reported.